Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black speck in the membrane of a peritoneal dialysis cassette. This was noted before use and the product was never used. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and particulate matter was found. The particulate matter found was smaller than the size limit in the specification. Functional testing was performed that confirmed that the particle was embedded in the cassette. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified however the device still met specifications. The cause was associated with the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.